Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet leaked from the junction of the tubing and slip connector. The event was further described as a leak "in the connection to the valve door". This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4 (model, unique identifier (UDI) #). Additional information: d9, h3, h6, h11. H11: the actual device, a photograph, and a video of the sample were received for evaluation. The returned photograph and video were reviewed, and it was noted that there was a leak in the connection to the valve port. A functional leak test was performed, and it was noted that there was leak in the tubing seal to the white downstream connector to the valve port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.